Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis, and the patient subsequently died. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment details and action taken with dianeal therapy was not reported. It was not reported if the peritonitis event had resolved. The patient remained hospitalized for two months. On an unreported date, the patient died. The cause of death was unknown and it was not reported if an autopsy was performed. It was not reported if dianeal therapy remained ongoing until the time of death or if the patient was performing therapy at the time of death. No additional information is available.